Manufacturer narrative:
In a follow-up call, the customer stated that the handset (battery) is working as expected, are no longer having any issues with the handset getting hot, and have decided not to return the unit for evaluation. This completes the investigation. Device not returned for evaluation.

Manufacturer narrative:
The unit has not yet been returned for evaluation. An evaluation will be conducted when the unit is received and a follow-up reported submitted after evaluation completion.

Event description:
It was reported the battery gets hot when it is placed on the unit being used. No injuries were reported. There was no patient or user involvement reported and unit was not in use at the time of the event.